Event description:
The customer reported that the system displayed grainy images.

Manufacturer narrative:
The ge service rep could not duplicate the problem. He performed image quality checks and found the tracking was within specs, the radiation output were within specs, and the resolution was within specs. He re-seated the workstation pcbs and connectors. The system functions as intended.